Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl; cause was not known. The customer consumed carbohydrates to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.